Event description:
It was reported there was blood leakage - drop by drop, form the device membrane at the de-airing port on the venous side of the device. The device was replaced. No reported pt effect. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not received the device for investigation. Investigation still pending. A supplemental medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the device for investigation on 09/29/2014. Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product and an internal process (B)(4) was initiated to determine the most probable root cause and to implement the appropriate corrective action. Investigation still pending. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints showing a similar malfunction. These products have been tested and during tightness test, a leakage from the de-airing port could be confirmed. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process to address the appropriate corrective and preventive action. Every oxygenator - produced by maquet (B)(4) - possesses a de-airing port located at the blood inlet side of the device. For this purpose a hydrophobic pfte (poly-tetra-fluoro-ethylene) membrane, which is laminated on polyester fleece, is welded onto a de-airing connector. This combination is fixed at the oxygenator by gluing. Due to leakage of liquids through the de airing membrane, both the number of customer complaints and the oxygenator production failure rate, increased considerably during the last years, particularly since 2013. The overall due date for the root cause analysis is 2016-03-30. Up to date investigation actions continue, however some findings are already available. Experiments could demonstrate that rough handling during welding as well as bad storage of the de-airing connectors can result in leakage. The first measure against leakage is already taken by manufacturing stackable storage boxes with cavities for 150 de-airing connectors in each case. The new storage boxes are utilized since (B)(6) 2016. Since that time more than (B)(4) oxygenators were manufactured and tested in the pressure test unit regarding integrity. Leakage of the deairing membrane was found in less than 0.6 percent of the oxygenators. In the preceding 4 weeks in 2016 the production failure rate due to leakage of the de-airing membrane was nearly 1.3 percent. In 2015 the average was 2.7 percent.

Event description:
This is a 4 follow-up for the initial submitted oct 17, 2014. (B)(4). 1 follow-up submitted dec 22, 2014. 2 follow-up submitted january 13, 2015. 3 follow-up submitted october 9, 2015. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) received the oxygenator for evaluation on 09/29/2014. After performing the leakage test according to the standard procedure, leakage from the de-airing port was observed. The oxygenator was further evaluated under visual inspection. Maquet cardiopulmonary (B)(4) is aware of similar complaints for this product and an internal process (B)(4) was initiated to determine the most probable root-cause and to implement the appropriate corrective action.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. These similar products, showing a similar malfunction, have been tested and during a tightness test, a leakage from the de-airing port could be confirmed. The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution/blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as weak bonding between the membrane and oxygenator as most probable cause. Determining the root cause is still under investigation. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process ((B)(4)) to address the appropriate corrective and preventive action. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
(B)(4).

Manufacturer narrative:
Result of the root cause analysis: meanwhile the root cause was identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 is not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: -the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. -the functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. -the softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane.

Event description:
(B)(4).